Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they initially connected the catheter, the error message of "electronic fault change catheter" showed. The customer disconnected the catheter and reconnected, then one inflation and ablation was achieved, but there was an error message of "air leakage" and "change catheter". The catheter was removed, then they opened another catheter. The second catheter was connected, and ablation over the barrett's length was achieved. The physician informed the electrode furl became loose, so they disconnected it for removal, then twisted it clockwise, but the furl failed to tighten when twisted. The physician needed to use a scope and water as lubricant to try and slowly maneuver the electrode furl up and out of the esophagus. The patient had a small linear tear of approximately 5 millimeter at 31 centimeter length of the esophagus. The electrode furl was then maneuvered up through the esophagus, and slightly caught on a previous site leaving a very small tear of approximately 1-2 millimeter in the upper esophagus. There was no user injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.